Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited oversensing t-waves.. Device reprogramming was performed and the patient was noted to be in good condition.